Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon investigation, loss of capture, low sensing and noise were noted on the lead. The patient was asymptomatic and was sent to emergency room to turn off the tachy therapy. It was suspected that the set screw was not engaged or the lead had dislodged. After opening the pocket, it was revealed that the set screw was in place and the lead had not moved. The lead did not test normally when tested through patient system analyzer. The lead was extracted and replaced on (B)(6) 2017. Patient was fine and will continue to be monitored normally.